Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (underwent robotic total hysterectomy, cystoscopy, vaginal sling and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. The reporter commented: her physician determined to treat her symptoms through a robotic total hysterectomy, cystoscopy, vaginal sling and bilateral salpingectomy. Discrepancy noted regarding date ((B)(6) 2009) of essure hysterosalpingogram test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed placement & full occlusion of both tubes company causality comment: incident; no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominoplasty. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included arthritis, gastroesophageal reflux disease, macromastia, back pain, wrist surgery, urinary frequency, urethral hypermobility, cystocele, rectocele, leiomyoma nos, synechia vulvae and stress incontinence. Concomitant products included alprazolam (xanax), cefalexin (keflex), docusate sodium, esomeprazole magnesium (nexium), fluticasone since (B)(6) 2016, hydromorphone since (B)(6) 2016, hyoscine (scopolamine) since (B)(6) 2016, ibuprofen (motrin), ketorolac since (B)(6) 2016, ondansetron, oxycodone since (B)(6) 2016, sodium chloride since (B)(6) 2016, sumatriptan (imitrex), vicodin (vicodin es) and zolpidem. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia / having period 3 weeks out of each month and heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), rash ("rashes / rashes all over skin / rash on legs"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / more cramping"), allergy to metals ("nickel allergy"), alopecia ("hair loss / heavy hair loss"), urinary incontinence ("urinary incontinence"), insomnia ("insomnia"), ovarian cyst ("ovarian cyst"), uterine cyst ("uterine cyst"), fallopian tube cyst ("fallopian cyst."), inflammation ("slight inflammation"), arthralgia ("joint pain"), peripheral swelling ("swelling / severe swelling on legs"), blister ("tiny itchy blisters on al my fingertips"), hot flush ("hot flashes"), night sweats ("night sweats"), uterine leiomyoma ("I have 1.5 cm fibroid") and procedural pain ("I was in so much pain"). The patient was treated with surgery (underwent robotic total hysterectomy, cystoscopy, vaginal sling and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, alopecia and urinary incontinence was resolving and the vaginal haemorrhage, anxiety, bladder disorder, urinary tract disorder, rash, migraine, headache, allergy to metals, insomnia, ovarian cyst, uterine cyst, fallopian tube cyst, inflammation, arthralgia, peripheral swelling, blister, hot flush, night sweats, uterine leiomyoma and procedural pain outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, bladder disorder, blister, dysmenorrhoea, fallopian tube cyst, headache, hot flush, inflammation, insomnia, menorrhagia, migraine, night sweats, ovarian cyst, pelvic pain, peripheral swelling, procedural pain, rash, urinary incontinence, urinary tract disorder, uterine cyst, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: her physician determined to treat her symptoms through a robotic total hysterectomy, cystoscopy, vaginal sling and bilateral salpingectomy. Discrepancy noted regarding date ((B)(6) 2009) of essure hysterosalpingogram test.essure micro-insert tubal occlusion number of trailing coils ¿ 0 (left), 3 (right) diagnostic results: (B)(6) 2010, hysterosalpingogram (hsg) showed prior to injection the scout radiograph demonstrates metallic density linear structures in the pelvis compatible with fallopian tube coils. The endometrial cavity has a normal configuration with 0 evidence of synechia or intraluminal filling defect. There is no evidence of contrast opacification of the fallopian tubes on (B)(6) 2016, surgical pathology report showed cervix, uterus, and bilateral fallopian tubes; hysterectomy and salpingectomy. - cervix with focal chronic inflammation - benign proliferative phase endometrium - bilateral fallopian tubes with cornual metallic coils (gross examination only) and benign para-tubal cysts . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record nickel allergy, menorrhagia, dysmenorrhea, pelvic pain". ¿concerning the injuries reported in this case, the following one/ones were described in social media : inflammation, arthralgia, peripheral swelling, blister, hot flush, night sweats, uterine leiomyoma, procedural pain ". Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "slight inflammation, joint pain, swelling, tiny itchy blisters on al my fingertips, hot flashes, night sweats, I have 1.5 cm fibroid, I was in so much pain", reporter, concomittant drug added from social media report. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominoplasty. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included arthritis, gastroesophageal reflux disease, macromastia, back pain, wrist surgery, urinary frequency, urethral hypermobility, cystocele, rectocele, leiomyoma nos, synechia vulvae and stress incontinence. Concomitant products included cefalexin (keflex), docusate sodium, esomeprazole magnesium (nexium), fluticasone since (B)(6) 2016, hydromorphone since (B)(6) 2016, hyoscine (scopolamine) since (B)(6) 2016, ketorolac since (B)(6) 2016, ondansetron, oxycodone since (B)(6) 2016, sodium chloride since (B)(6) 2016, sumatriptan (imitrex), vicodin (vicodin es) and zolpidem. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), rash ("rashes."), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), urinary incontinence ("urinary incontinence"), insomnia ("insomnia"), ovarian cyst ("ovarian cyst"), uterine cyst ("uterine cyst") and fallopian tube cyst ("fallopian cyst."). The patient was treated with surgery (underwent robotic total hysterectomy, cystoscopy, vaginal sling and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, alopecia and urinary incontinence was resolving and the vaginal haemorrhage, anxiety, bladder disorder, urinary tract disorder, rash, migraine, headache, allergy to metals, insomnia, ovarian cyst, uterine cyst and fallopian tube cyst outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, bladder disorder, dysmenorrhoea, fallopian tube cyst, headache, insomnia, menorrhagia, migraine, ovarian cyst, pelvic pain, rash, urinary incontinence, urinary tract disorder, uterine cyst and vaginal haemorrhage to be related to essure. The reporter commented: her physician determined to treat her symptoms through a robotic total hysterectomy, cystoscopy, vaginal sling and bilateral salpingectomy. Discrepancy noted regarding date ((B)(6) 2009) of essure hysterosalpingogram test. Essure micro-insert tubal occlusion number of trailing coils ¿ 0 (left), 3 (right). Diagnostic results: (B)(6) 2010, hysterosalpingogram (hsg) showed prior to injection the scout radiograph demonstrates metallic density linear structures in the pelvis compatible with fallopian tube coils. The endometrial cavity has a normal configuration with 0 evidence of synechia or intraluminal filling defect. There is no evidence of contrast opacification of the fallopian tubes on (B)(6) 2016 surgical pathology report showed cervix, uterus, and bilateral fallopian tubes; hysterectomy and salpingectomy. - cervix with focal chronic inflammation - benign proliferative phase endometrium - bilateral fallopian tubes with cornual metallic coils (gross examination only) and benign para-tubal cysts ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record nickel allergy, menorrhagia, dysmenorrhea, pelvic pain". Most recent follow-up information incorporated above includes: on (B)(6) 2018: events" abnormal bleeding (vaginal), menorrhagia, anxiety,rashes, migraines, headaches, dysmenorrhea (cramping), nickel allergy, hair loss, urinary incontinence, insomnia, ovarian cyst, uterine cyst, fallopian cyst." , product, reporter information are reported from pfs. Concomitant and historical condition are added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominoplasty, urinary tract infection and menses irregular. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included arthritis, gastroesophageal reflux disease, macromastia, back pain, wrist surgery, urinary frequency, urethral hypermobility, cystocele, rectocele, leiomyoma nos, synechia vulvae and stress incontinence. Concomitant products included alprazolam (xanax), cefalexin (keflex), docusate sodium, esomeprazole magnesium (nexium), fluticasone since on (B)(6) 2016, hydrocodone bitartrate; paracetamol (vicodin es), hydromorphone since on (B)(6) 2016, hyoscine (scopolamine) since on (B)(6) 2016, ibuprofen (motrin), ketorolac since on (B)(6) 2016, ondansetron, oxycodone since on (B)(6) 2016, sodium chloride since on (B)(6) 2016, sumatriptan (imitrex) and zolpidem. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia / having period 3 weeks out of each month and heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety, emotional anguish"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), rash ("rashes / rashes all over skin / rash on legs"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / more cramping"), allergy to metals ("nickel allergy"), alopecia ("hair loss / heavy hair loss"), urinary incontinence ("urinary incontinence"), insomnia ("insomnia"), ovarian cyst ("ovarian cyst"), uterine cyst ("uterine cyst"), fallopian tube cyst ("fallopian cyst."), inflammation ("slight inflammation"), arthralgia ("joint pain"), peripheral swelling ("swelling / severe swelling on legs"), blister ("tiny itchy blisters on al my fingertips"), hot flush ("hot flashes"), night sweats ("night sweats"), procedural pain ("I was in so much pain"), arthritis ("arthritis") and stress urinary incontinence ("stress incontinence") and was found to have uterine leiomyoma ("I have 1.5 cm fibroid"). The patient was treated with surgery (underwent robotic total hysterectomy, cystoscopy, vaginal sling and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, alopecia and urinary incontinence was resolving and the vaginal haemorrhage, anxiety, bladder disorder, urinary tract disorder, rash, migraine, headache, allergy to metals, insomnia, ovarian cyst, uterine cyst, fallopian tube cyst, inflammation, arthralgia, peripheral swelling, blister, hot flush, night sweats, uterine leiomyoma, procedural pain, arthritis and stress urinary incontinence outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, arthritis, bladder disorder, blister, dysmenorrhoea, fallopian tube cyst, headache, hot flush, inflammation, insomnia, menorrhagia, migraine, night sweats, ovarian cyst, pelvic pain, peripheral swelling, procedural pain, rash, stress urinary incontinence, urinary incontinence, urinary tract disorder, uterine cyst, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: her physician determined to treat her symptoms through a robotic total hysterectomy, cystoscopy, vaginal sling and bilateral salpingectomy. Discrepancy noted regarding date (on (B)(6) 2009) of essure hysterosalpingogram test. Essure micro-insert tubal occlusion number of trailing coils ¿ 0 (left), 3 (right). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: results: confirmed placement & full occlusion of both tubes. Diagnostic results: on (B)(6) 2010, hysterosalpingogram (hsg) showed prior to injection the scout radiograph demonstrates metallic density linear structures in the pelvis compatible with fallopian tube coils. The endometrial cavity has a normal configuration with 0 evidence of synechia or intraluminal filling defect. There is no evidence of contrast opacification of the fallopian tubes on (B)(6) 2016: surgical pathology report showed cervix, uterus, and bilateral fallopian tubes; hysterectomy and salpingectomy. Cervix with focal chronic inflammation, benign proliferative phase endometrium : bilateral fallopian tubes with cornual metallic coils (gross examination only) and benign para-tubal cysts. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record nickel allergy, menorrhagia, dysmenorrhea, pelvic pain, stress incontinence, pelvic pain". ¿concerning the injuries reported in this case, the following one/ones were described in social media : inflammation, arthralgia, peripheral swelling, blister, hot flush, night sweats, uterine leiomyoma, procedural pain ". Most recent follow-up information incorporated above includes: on 11-dec-2018: summons received event " arthritis, stress incontinence " were added. On 14-dec-2018: medical record received medical history and reporter information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.